Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d9, g3, g6, h2, h3, h6, h11. Corrected section: d4 - UDI #. The device was returned to the factory for evaluation on 10/09/2024. An investigation was conducted on 10/22/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact btt. The btt was not able to be inflated. A small hole was observed on the side of the silicone btt. A 5cc syringe filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the returned condition of the device as well as the evaluation results, the reported failure "improper flow or infusion" was not confirmed, however, the reported failure "inflation problem" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000404608 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures. Specific actions for the reported failures mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system

Manufacturer narrative:
Tw ID#: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoview hemopro 2 had an occlusion when tubing was attached to btt port. The blue valve was removed and then functioned. After doing a few passes with the dissection, the balloon was inflated a few times and it seemed like that overinflated the balloon causing gas to leak out. They did not have an accessory kit to replace the btt. A new evh kit was opened to complete the procedure. There was no real wait time. There was no patient harm and a great outcome. Harvester noted that the new stryker tubing may be the issue of not engaging the valve.